Event description:
It was reported to tyco healthcare on 2/19/2002 that 2 sponges, used in the or contained foreign objects. The physician found a red rubber like ring inside the surgical site. Another ring like inside the surgical site. Another ring like object was found inside a lap spounge. The sponge was removed from the surgical field.

Event description:
It was reported to tyco healthcare on 02/19/02 that 2 sponges, used in the or, contained foreign objects. The physician found a red rubber like ring inside the surgical site. Another ring like object was found inside a lap sponge. The sponge was removed from the surgical field.